Event description:
The headboard on the right side allegedly fell off, causing the bed to collapse on the right side. The dealer alleges when the bed is raised or lowered, the motor is twisting, causing the headboard to come loose. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model 5410ivc bed serial number (B)(4) is approximately 3 months old. The user manual provided with this device is part number 1114836 rev f (aug 07). It is unknown if the consumer has fully read and understands the users manual. The following warning is provided on page 1: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. The initial set up of this bed must be performed by a qualified technician. Procedures other than those described in this manual must be performed by a qualified technician. For dealers only - set-up and assembly instructions are in the rear of this manual. These procedures must be performed by a qualified technicians only." The consumer is a (B)(6) male (B)(6). It is unknown if there was additional loading on the bed to causing the motor to twist. On page 12 the following weight limitations are provided: "weight limitations - the total weight limit of the invacare 36-inch (91.4 cm) wide manual/electric bed (including accessories, mattress, occupant and any other person/object positioned on the bed) is 450 pounds (204 kg.); 350 pounds (158 kg) patient weight. Do not permit more than one person on/in the manual/electric bed at any time. Body weight should be evenly distributed over the surface of the manual/electric bed. Do not lay, sit or lean in such a way that your entire body weight is placed only on raised head or foot sections of the bed. This includes when repositioning or transferring in or out of bed." Based on the 3 month age of the device, it is unknown if it was checked properly for any type of shipping damage. The following note is provided on page 21: "unpacking note: check all parts for shipping damage. In case of shipping damage, do not use. Contact dealer/carrier for further instruction."

Manufacturer narrative:
(B)(4) has been issued for the return of this device. Model 5410ivc bed serial number (B)(4) is approximately 3 months old. The user manual provided with this device is part number 1114836 rev f (aug 07). It is unknown if the consumer has fully read and understands the users manual. The following warning is provided on page 1: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. The initial set up of this bed must be performed by a qualified technician. Procedures other than those described in this manual must be performed by a qualified technician. For dealers only - set-up and assembly instructions are in the rear of this manual. These procedures must be performed by a qualified technicians only." (B)(4) - evaluation completed. No issued found. The device performed as designed. The consumer is a (B)(6). It is unknown if there was additional loading on the bed to causing the motor to twist. On page 12, the following weight limitations are provided: "weight limitations - the total weight limit of the invacare 36-inch (91.4 cm) wide manual/electric bed (including accessories, mattress, occupant and any other person/object positioned on the bed) is 450 pounds (204 kg.); 350 pounds (158 kg) patient weight. Do not permit more than one person on/in the manual/electric bed at any time. Body weight should be evenly distributed over the surface of the manual/electric bed. Do not lay, sit or lean in such a way that your entire body weight is placed only on raised head or foot sections of the bed. This includes when repositioning or transferring in or out of bed." Based on the 3 month age of the device, it is unknown if it was checked properly for any type of shipping damage. The following note is provided on page 21: "unpacking note: check all parts for shipping damage. In case of shipping damage, do not use. Contact dealer/carrier for further instruction."

Event description:
The headboard on the right side allegedly fell off, causing the bed to collapse on the right side. The dealer alleges when the bed is raised or lowered, the motor is twisting, causing the headboard to come loose. No injury is alleged.